Event description:
Pt transferred from outlying facility as a stemi, emergently to the ccl (B)(6) 2010 at 1809. Films reveal 100% occlusion of lad at the 1st diagonal. A thrombectomy was performed restoring timi ii flow. The lesion was then stented directly with 2 separate lesions, a thrombotic lesion, and a separate lesion involving the diagonal ostium. The lesion was stented with a 2.25 x 23 cypher rx des. There was a distal edge dissection, very focal and contained secondary to stent length. This was covered in overlapping fashion with a 2.25 x 8 cypher rx des. Balloon from deployed stent was used to dilate, then both stents post-dilated in an overlapping fashion using a 2.25x20 nc quantum apex. Final films reveal a widely deployed stent, patent 1st diagonal takeoff and resumption of timi iii flow. Medicated with asa, plavix, and heparin prior to arrival, and angiomax during case. Pt to ccu at 1902. At 2120 pt nauseated, continuing throughout night despite medications. At 2220 bigeminy noted. At 2330 chest pain and nausea, EKG with st elevations. Pt becoming more anxious, and bp elevated. At 0518 pt returned to ccl for persistent symptoms. Films reveal that the previously placed lad stent is thrombotically occluded in the proximal portion. Difficulty fully passing a pronto thrombectomy catheter. Thrombectomy partially performed. A 2.25 x 15 nc quantum apex to dilate entire stent length. Ivus performed which did not reveal any evidence of proximal or distal edge dissection. There was appropriate stent apposition in distal, mid, and most of proximal segment. There was a 1 mm eccentric proximal edge non-apposition noted on ivus. A 2.75 x 6 nc quantum apex used to dilate this proximal portion of the stent. F/u ivus reveals a well deployed stent with circumferential apposition. Films reveal timi iii flow with no recurrent evidence of thrombus. Pt chest pain free at conclusion of case. Asa and plavix were re bolused due to emesis during the night with pill fragments noted. Pt medicated with heparin and integrilin as well.